Event description:
It was reported that the pump indicated a data log corruption, and a malfunction alarm occurred. Additionally, the pump time was incorrect, cause was unknown. Customer's blood glucose level was 155 mg/dl. Reportedly, customer corrected the pump time and continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.